Event description:
The reporter alleged that the navify lab operations software of the cobas infinity lab core license 3. X transmitted an incorrect result to the laboratory information system (lis) for one patient. The reporter stated that the procalcitonin (pct) result was 1.54, and the reference range for pct was <0.046, but the software transmitted a result of <.046 to the lis. The reporter stated that the patient was not harmed.

Manufacturer narrative:
During the investigation of this case, it was found that the allegation is related to a software issue. The root cause of the problem is that when the system sends messages through the host connectivity agent (hca) containing some of the fields related to the reference range, the values are transmitted without the leading zero. For example, if the reference range configured for a test is ¿<0.5¿, the system sends it as ¿<.5¿. There is no issue with the evaluation of test reference ranges, as the system correctly flags tests according to the defined ranges; the defect is isolated to the external messaging format. This unexpected behavior is consistently reproducible across both customized customer configurations and blank, base-system configurations. The root cause was identified as the system not sending the leading zero of the test reference range, depending on the field selected in the hca message configuration. The issue has been addressed.